Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 300 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer changed their basal rate on their pump which led to the alarm. The customer was informed the alarm they received was a normal behavior of the insulin pump they use. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.